Event description:
It was reported to philips healthcare that the heartstart mrx unexpectedly shutdown during patient use. Patient impact is unknown.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.